Manufacturer narrative:
Received nine unused iag 24ga units and confirmed that unit packages were partially opened. The key variables that affect packaging seal are: seal transfer/width and top web adhesive presence. Both of these variables were looked at during the investigation. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Root cause is unknown. The defect package seal integrity poor/questionable, as stated as the reported code was confirmed with the returned units. Even though the packages were returned partially opened, all the processes characteristics that directly influence the seal strength were observed to be within specification.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ shielded IV catheter was found with sterile barrier breach as "the packages were opened." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ shielded IV catheter was found with sterile barrier breach as "the packages were opened." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd insyte autoguard shielded IV catheter was found with sterile barrier breach as "the packages were opened." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.